Event description:
It was reported that the customer had high blood glucose levels of 290 mg/dl. The customer treated with manual insulin injections. The customer reported a crack on the reservoir compartment of the insulin pump. The customer reported that the reservoir would not stay in reservoir compartment of the insulin pump. The customer also reported that the entire molding on the reservoir compartment came off. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Pump passed displacement test, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. Pump received with minor scratched display window. Unit received cracked case display window corner. Unit received with cracked battery tube threads. Pump received with broken reservoir tube lip. Unit received with broken belt clip slot. Unit received with cracked lcd window. Pump received with missing reservoir tube o-ring. (B)(4).